Manufacturer narrative:
An event regarding dislocation involving a triathlon femoral component was reported. The event was not confirmed. Method & results : product evaluation and results: visual inspection was performed on the returned component. There is bone cement and what appears to be bone adhered to the femoral component. Damage consistent with contact against a hard object was observed on the articulating surface of the femoral component. No material or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary and revision operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Physician performed a primary total knee on patient. While back in pacu, the patient x-ray showed the knee was dislocated and the physician brought the patient back and revised the knee.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Physician performed a primary total knee on patient. While back in pacu, the patient x-ray showed the knee was dislocated and the physician brought the patient back and revised the knee.